Event description:
The customer reported having high blood glucose, and the insulin pump kept alarming no delivery during bolus. The blood glucose reading at time of call was 149mg/dl. The caller mentioned that the drive support cap had been protruded, and so she pushed it back into the device. Troubleshooting was performed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to loose drive support disk. Unable to verify excessive no delivery alarm due to motor error alarm. The insulin pump received with broken belt clip slot.